Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer was called regarding the insulin pump upgrade and she reported that she had an accident 2 years ago that paralyzed her from the waist down. She also reported that the year before that, she experienced low blood glucose; she had parked on the street and she was trying to get a pop, a police officer came and was taken by the ambulance to the emergency room. Customer stated she went totally deaf and there are magnets on either side of her brain. Customer reported that a battery depleted and it was new and the insulin pump has scratches on the screen blood glucose value is unknown. The customer declined to provide hospitalization details and to be transfer for troubleshooting.